Event description:
The user facility reported that there was an issue with head slippage with this device. Add'l info was obtained from the facility, and it was determined that there was no pt involvement.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.